Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing, using peloris 11 tissue processor. The complainant advised that the affected tissue samples were able to be sectioned satisfactorily following re-processing, and all were diagnosable. On (B)(6) 2013, a leica field service engineer (fse) attended the laboratory in response to a previous complaint regarding. The results for the system verification tests conducted were satisfactory; and a manual fill and drain using bottle 11 was successfully performed. The fse then used water to flush the metal pick-up tube from bottle 11 using water. On (B)(6) 2013, the fse attended the laboratory and noted the presence of liquid droplets in wax bath 1; and realized that water had inadvertently been used to flush the meatal pick-up tube from bottle 11 during the service visit the previous day. The consequences of this incorrect action were contamination of both the xylene and the wax in the reagent stations used for the quick clean and validation runs conducted the previous day.

Manufacturer narrative:
The instrument log shows that bottle 11 (xylene) was removed from the instrument for approximately two (2) minutes at 11:38 am on (B)(4) 2013; and was then re-inserted into the instrument. Bottle 11 (xylene) was set as <full> at 11:39 am on (B)(4) 2013. The properties of the reagent station were not reset. These actions are consistent with fse comments that bottle 11 (xylene) was removed from the instrument in order to check for a blockage inside the metal pick-up tube. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 2hr xylene improved" protocol started in retort a at 16:22 pm on (B)(4) 2013. The root cause for the sub-optimal tissue processing reported was a use error, which occurred in the interaction between the instrument and a fse, during service activities conducted on (B)(4) 2013 in association with a previous complaint. The fse inadvertently introduced water into bottle 11 (xylene), which subsequently contaminated both the xylene and the wax in the reagent stations used for the quick clean and validation runs, which completed on (B)(4) 2013; and the "factory 2hr xylene improved" protocol started in retort a at 16:22 pm on (B)(4) 2013, which completed on (B)(4) 2013.